Event description:
It was reported that the patient kept her stimulation high and "that it always feels like I'm getting an electrical shock" but that setting covered her pain. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received and the cause of the overstimulation issue was unknown. Patient was seen by the healthcare professional (hcp) on (B)(6) 2012 but the incident was not mentioned. Patient did not have any surgical intervention and was ordered for a CT scan by the patient's surgeon. Patient did not have hospitalization and no serious injury/ illness was reported.

Manufacturer narrative:
Product ID, 3998 lot# v163064 serial#, implanted: 2009 (B)(6), explanted: product typ lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product typ recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient product ID, 3708360 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ extension product ID, 3708360 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product typ extension. (B)(4).